Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a (B)(6) year-old male was being implanted with an impella cp device for mechanical circulatory support. The physician obtained access on the right femoral but was too low. Access was then obtained on the left femoral artery. When the physician attempted to preclose, it was unsuccessful due to calcified artery. The physician decided to close the right femoral sheath with proglide and attempted to obtain access above the right femoral access. The second attempt was also unsuccessful. On the third attempt, the physician preclosed and predilated with the 10 and 12 fr dilator. The physician then advanced the impella 14 fr sheath. When trying to advance pigtail, the physician struggled to advance to the femoral anatomy. After crossing aortic valve into the left ventricle, the patient went into ventricular tachycardia twice and had to be shocked. Physician then attempted to advance the impella over 0.18 wire but was unsuccessful due to patient anatomy. The procedure was aborted due to the patient¿s anatomy.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.